Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the customer's scissors broke during the operation. The patient was not put at risk, and no negative impact on the patient's health was reported.